Event description:
The reporter stated that the surgeon attempted to insert a aq2010v 3 piece silicone lens. Prior to insertion into the eye, the lens haptic tore. No patient contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic was torn off. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.